Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted: (B)(6) 2012; 419488 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response. There was also intermittent t-wave oversensing (twos) noted during the episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.